Event description:
Home pt (hp) reported feeling full, as if hp was overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. According to the hp, hp was constipated and encountered several "low drain volume" alarms during therapy. As a result, hp phoned on-call nurse and received assistance over the phone in bypassing drain 2. During fill 3 the hp started feeling full and called baxter operational support for assistance. Hp was instructed to perform a manual drain and removed 3733ml of fluid, 1733ml more than programmed fill volume of 2000ml. Hp states that hp was a new hp, nervous using the homechoice and feels that hp may have "messed up". After the manual drain was completed the hp continued therapy with no further incident. Follow-up with the hp's healthcare professional (hcp) reveals the hcp examined the homechoice as a result of the incident and found no problems with the homechoice or its program settings. According to both the hcp and hp, there was no pt injury or medical intervention.